Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a flashing display. The customer¿s blood glucose level was high and it was 28 mmol/l. Customer treated it with pens. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display. No flashing display noted.